Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1216. Serial number: (B)(6). Batch/lot number: 812265. Model/catalog description: wavewriter alpha 16 ipg kit. Unique identifier (UDI): (B)(4). With all the available information, in the absence of the product return, boston scientific concludes that the reported event of paralysis is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. A review of the manufacturing documentation for these devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the devices were used per the instructions for use (IFU) product label. The IFU states that possible surgical procedural risks include temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis. The explanted devices were disposed of by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labelling review found that the reported event of paralysis is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that following a spinal cord stimulator (scs) implant procedure, when the patient woke up from anesthesia, she could not move her legs. The patient underwent a magnetic resonance imaging (MRI) which revealed a significant disc herniation at the index level. The combined effect of the scs paddle lead and the herniated disc resulted in significant spinal cord compression. The patient was subsequently taken back to the operating room for decompression and removal of the scs implant. The paralysis was improving at the patient is expected to recover.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-1216, serial number: (B)(6), batch/lot number: 812265, model/catalog description: wavewriter alpha 16 ipg kit, unique identifier (UDI): (B)(4).

Event description:
It was reported that following a spinal cord stimulator (scs) implant procedure, when the patient woke up from anesthesia, she could not move her legs. The patient underwent a magnetic resonance imaging (MRI) which revealed a significant disc herniation at the index level. The combined effect of the scs paddle lead and the herniated disc resulted in significant spinal cord compression. The patient was subsequently taken back to the operating room for decompression and removal of the scs implant. The paralysis was improving at the patient is expected to recover.